Manufacturer narrative:
Continuation of concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 37791, serial#: unknown, product type: recharger. Date of event: date is approximate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were black orange and red exposed wires on their desktop charger cord and the patient (pt) noticed this issue probably 2 months ago. The pt also reported it was taking a couple hours to charge their implant and the issue began about 2 months ago. Pt stated it used to take them an hour to charge their implant and now it took a couple hours to charge their implant. Pt stated they just had back surgery again and they noticed after their back surgery was when they started having the charging duration issue. Pt noted they had a bone growth stimulator. Pt inquired if that would make a difference and they said no; patient services (ps) understood this as pt asked their doctor if the bone growth stimulator interfered with their implant. During the call, pt confirmed they had all 8 coupling boxes filled in when charging their implant and ps reviewed with pt that they had good charging signal strength. Ps also reviewed charging duration information. Pt then stated they had to put their bone growth stimulator on their back to charge it for 20 or 30 minutes a day. Ps asked pt if there were any exposed wires or fraying on the recharger antenna and pt misunderstood and confirmed there were exposed wires on their desktop charger cord. Pt thought that ps was asking about the desktop charger cord so initially pt confirmed damages when ps asked about the recharger antenna, then pt noted there were no damages on the recharger antenna and it was on their desktop charger cord. The issue was not resolved. An email was sent to the repair department to replace the recharger antenna and desktop charger. Ps also advised pt to contact their hcp and connect with the representatives to address their charging duration. Ps reviewed best practices and compatibility with bone growth stimulators and ps advised pt to charge their bone growth stimulator at least 18 inches away from their implant and pt noted they hadn't been doing that.